Event description:
It was reported the patient had pyelonephritis. It was noted the patient also experienced increased urgency, frequency, pain with voiding, nausea, vomiting, fever, and flu-like symptoms. It was further noted the patient was hospitalized. It was reported the patient was prescribed zofran, pyridium, and cipro for ten days. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2010.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v447412, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).